Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: none. Adverse event: stenosis. Time of adverse event: after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the procedure, an angiogram performed indicated that an unidentified substance developed around the starclose se clip causing stenosis of the vessel. Blood flow in the vessel was reported to be "robust." The pt is asymptomatic and no intervention is planned. No adverse pt effects were reported. Though requested, no additional info was provided.